Event description:
Reportedly, during the follow-up on (B)(6), 2013, a predicted longevity of 15 months was displayed by programmer (with battery impedance at 3.02k). However, on (B)(6), 2013, the device was found in standby mode, and interrogation could not be completed. A warning was stating the eol would be reached in less than one month. The subject pacemaker was replaced on (B)(6), 2013, but will not be returned for analysis since it was discarded.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.